Manufacturer narrative:
Concomitant medical products: catalog: 5260-4-052, description : osteolock shell p3 52mm, lot/serial #: bytgu; unknown, screw, unknown; 6276-7-215, bowed conical stem 15 x 195mm restoration modular hip system, caxr41h; unknown, plus 0 32mm v 40 metal head, unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Implants removed due to infection on (B)(6) 2016. Right hip. Patient had previous surgery and revision in 1990, (B)(6) 2015 (poly swap) and (B)(6) 2015 (orif). No further information or return of products due to doctor preference and hospital policy.

Manufacturer narrative:
An event regarding infection involving a duratn liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology reports, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Implants removed due to infection on (B)(6) 2016. Right hip. Patient had previous surgery and revision in 1990, (B)(6) 2015 (poly swap) and (B)(6) 2015 (orif). No further information or return of products due to doctor preference and hospital policy.